Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum the septum was blocked. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter: it was found that the diaphragms of several septum joints could not be completely opened, resulting in the situation of infusion stagnation. After replacing a connector, it need to push the tip of the syringe to the end and completely open it before normal infusion.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1243420, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a q-syte device that was attached on a miscellaneous syringe. The image showed a syringe inserted in the q-syte connection, however, no evidence of fluid flow issues were observed and without a physical sample further testing could not be performed. Therefore, after reviewing the provided photo the engineer determined that insufficient evidence was present to verify the reported defect. Since no defects could be observed in the provided photo a definitive root cause could not be determined for this issue. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported while using bd q-syte luer access split septum the septum was blocked. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter: it was found that the diaphragms of several septum joints could not be completely opened, resulting in the situation of infusion stagnation. After replacing a connector, it need to push the tip of the syringe to the end and completely open it before normal infusion.